Event description:
It was reported that the ilet displayed alert 41 during attempts to restart, consistent with a failure to infuse associated with the firmware component; the user switched to backup therapy while awaiting a replacement. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a communications problem and a device failure to infuse related to the firmware component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.